Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(6) 2008 to investigate the event. The fse completed the rf level sense test for eighty replicates on the sample probe which results with all %cv values acceptable. The fse performed a carryover check which passed. Then the fse performed the high sensitivity system check which passed. The fse then opened the instrument covers and visually inspected the sample probe, sample wash tower, and reagent probes. The fse observed a "sticky substance" on the tip of the sample probe indicating evidence of prior contamination. The fse then inspected all pick and place collets, and found the incubator pnp ejector to require cleaning. The fse removed, cleaned, and completed all related alignments. A definitive root cause could not be determined for this event. MDR # 2122870-2008-353 documents the results for patient 1. This is 4 of 4 separate MDR reports related to 4 pt events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2008-353, 05404, 05405, for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for four pts. The customer re-ran the samples and the results were within normal reference range. Amended reports were sent out of the laboratory. The initial erroneously elevated results were reported outside the laboratory. There are no reports of any adverse pt consequences or any medical intervention to prevent or preclude any adverse pt event.